Event description:
Customer complained that the spring arm and light head was unable to position. Upon arrival on site, a technician authorized by maquet found that the cupola was held up the cables. No injuries were reported. (B)(4).

Manufacturer narrative:
A maintenance technician authorized by maquet replaced the broken spring arm with a new one and verified the similar maquet spring arms in the hospital. He found two additional spring arms with a cracked weldseam and replaced them. The hanaulux 3000 series has never been market in the united states. However, these systems are similar in design as some maquet lights distributed in the united states. (B)(4). (B)(4) submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.